Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged during slitting. It was also reported that the patient anatomy was difficult and lead not stable in the middle cardiac vein. The lead was not implanted and the physician opted to implant a dual chamber pacemaker rather than a bi-ventricular (bi-v) pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).